Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. Advised the customer to let the insulin pump rest for five minutes. The device alarmed and the customer was not able to clear the alarm. No further info was provided.